Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the liters per minute (lpm) flow reading on the centrifugal was displaying "---" intermittently. The device was not changed out, as the customer continued to use the flow sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service rep (fsr) replaced the flow sensor, flow module, and cable as a precautionary measure on the perfusion system. With the components replaced, the system operated to MFR specification and was returned to clinical use.